Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra resilia valve in the aortic position, the external iliac was perforated while inserting the 14fr esheath+. The tip of the esheath+ was separated but not detached and the seam was split. The complication was noticed while trying to deliver the esheath+, however the damage was noted after the esheath+ was removed. There was difficulty encountered during insertion and removal of the esheath+ as the team was unable to advance the esheath+ past the common femoral/ external iliac due to a tortuous and calcified anatomy. A covered stent was implanted, and the issue was resolved. The case was aborted prior to implanting the valve. The patient was stable.

Manufacturer narrative:
A supplemental MDR is being submitted for completion to the engineering evaluation. The following sections of this report have been updated or corrected: b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation investigation was completed. Due to the nature of the complaint, no functional or dimensional testing was performed. Visual examination was performed, and the following were observed: liner partially expanded 6.2' from distal strain relief and 2' from distal tip. Curvature along shaft. Distal tip open along axial score line. Scratch on distal tip. Minor soft tip damage. Sheath kink 1' from distal tip. Deep scratch on introducer 4.5' from distal tip and 2.75' in length. No imagery was provided. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. The esheath+ IFU was reviewed. Precautions include, 'caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath+ introducer set respectively' and 'use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set'. Potential adverse events note 'complications associated with standard catheterization and use of angiography include, but are not limited to, injury including perforation or dissection of vessels, thrombosis and/or plaque dislodgement which may result in emboli formation, distal vessel obstruction, hemorrhage, infection, and/or death'. No IFU/ training deficiencies were identified the complaints for inability to introduce sheath and sheath premature expansion are confirmed based on evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'during implant of a 26 mm sapien 3 ultra resilia valve in the aortic position, the external iliac was perforated while inserting the 14fr esheath+. A covered stent was implanted and the issue was resolved ['] there was difficulty encountered during insertion/ removal of the esheath+ as they couldn't advance the esheath past the common femoral/ external iliac due to tortuous and calcified anatomy.' Per the training manual, 'push force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification.' Scratches on the sheath and introducer may be indicative of presence of calcification while sheath shaft curvature and kink may be indicative of tortuous vessels. Sharp, calcified nodules within the patient access vessel can act as physical obstacles leading to higher push force. Vessel tortuosity can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. Device manipulation used to overcome sheath insertion difficulty may lead to increased interaction between calcified nodules and the sheath, which may result in the observed premature expansion if combined with tortuous anatomy. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported resistance during sheath insertion, while patient factors (calcification, tortuosity) and/or procedural factors (device manipulation) may have contributed to the observed premature expansion. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26 mm sapien 3 ultra resilia valve in the aortic position, the external iliac was perforated while inserting the 14fr esheath+. The tip of the esheath+ was separated and the seam was split. The complication was noticed while trying to deliver the esheath+, however the damage was noted after the esheath+ was removed. There was difficulty encountered during insertion and removal of the esheath+ as the team was unable to advance the esheath+ past the common femoral/ external iliac due to a tortuous and calcified anatomy. A covered stent was implanted, and the issue was resolved. The case was aborted prior to implanting the valve. The patient was stable.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for the removal of h6 device code based on pre-decontamination evaluation. The following sections of this report have been updated: update to h6 device code. The investigation is ongoing.